Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Was notified of a posterior thoracolumbar hardware removal surgery scheduled for (B)(6) 2018. Hardware product codes are unknown at this time. Reason for removal is unknown and levels are unknown at this time. Patient consequence? :unknown. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.